Event description:
My left knee started hurting with intense pain. It felt like a thousand little sharp knives were stabbing me in my knee. I had a knee replacement in (B)(6) 2013. The implant was a depuy attune device. I kept living with this severe pain for another month thinking it would go away but finally decided to go and see my dr when it didn't. He took x-rays, sent me for blood test to see if my knee had an infection in it and when those came back fine, I had to go to the hospital for more intensive tests. The results showed excessive metal pieces floating in my knee area. It was determined that the glue was not bonding to my implant and bone like it should have, and I would need a revision surgery to replace the defective implant to prevent further damage.